Manufacturer narrative:
H3, h6: the navio handpiece, part number pfsr110137, serial (B)(6) and intended to be used for treatment, was returned for evaluation. A relationship between the reported event and the device was established. The reported problem could not be visually confirmed. A functional evaluation was performed. The reported problem was confirmed. Upon attempting to perform a handpiece test, the system outputted a handpiece connection error. A review of manufacturing records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. A CAPA, hhe/pra, field action review was completed. A review of prior escalation actions found no actions applicable to the scope of the reported complaint. This failure is an identified failure mode within the risk assessment. The most probable cause of the reported problem is electrical failure within handpiece cable. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during set up for a navio-assisted tka surgery, the navio handpiece ((B)(4)) and the anspach emax 2 plus hand piece - rohs ((B)(4)) did not connect to the navio. Both devices were unplugged and plugged in several times, the system was rebooted; and eventually they opened another tray and proceeded without issue. However, they could not get the burr to seat in the navio long attachment ((B)(4)), so they tried the one from the second set and it attached and the burr seated. The procedure was finished with smith and nephew back up devices without delays. The patient was not harmed. The investigation stated that the most probable cause of the navio handpiece connection problem is a electrical failure within handpiece cable, which makes it a reportable event.